Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2015 as follows: the display screen was found to have a dim pink contrast. The returned battery cap was used during the investigation. The keypad symbols were found to be worn but there were no punctures or peeling in the keypad. All of the keypad buttons responded properly to testing. The keypad was removed for further investigation and contamination was found under the down and contrast button contacts. The bolus button cover was found to be torn but the bolus button still responded properly to testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim pink display and contamination under the down and contrast button contacts. This report is made based on results of investigation completed on (B)(4) 2015.